Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements. The field representative indicated that the physician has decided to monitor the patient at this time. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that this lead exhibited oversensing, inappropriate shock, and high pacing threshold measurements. A revision procedure was performed and the lead was explanted.